Event description:
It was reported the mechanical valve was explanted due to the patient's severe coumadin intolerance. The valve was replaced with a porcine valve. Two months after the explant procedure, the patient experienced cardiac arrest and expired. Autopsy determined the cause of death to be thrombosis of left main coronary artery caused by embolism of a foreign object consistent with a broken piece from a prosthetic heart valve, which was observed within the artery lumen. The valve was discarded following explant; however, the embolized portion of material was retained.